Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pig tail torn. No other problems with the device were noted. The reported event of suture break was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has the bladder pigtail torn. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently, affect the performance of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a procedure performed on (B)(6) 2021. During procedure, it was noted that the suture string became broken even though it was not intended to be removed. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury. Investigation results revealed that the bladder pig tail torn, therefore this event has been deemed an MDR reportable event.